Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was transported to a catheter lab after the blood pressure dropped. While in catheter lab, the patients heart rate was found pacing slower than normally. Though a temporary pacing wire was placed, the patient had gone into cardiac arrest. The patient was administered medications. The pacemaker was interrogated post catheter visit and the right ventricular lead would not capture. The temporary wire was left in place as the patient was transported to the intensive care unit and a temporary pacing catheter was placed inside the body. No further intervention was completed as the patient expired. It is unknown if the death was product related. The suspicion is that the cause was from a large anterior wall.